Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (1750 mcg/ml at 500 mcg/day) via an implantable infusion pump. It was reported that over the past month the patient has complained that he felt like the drug was intermittently being delivered and ha could "feel the rush of drug coming in." The patient stated his spasticity was bad during the day sometimes and he was real "floppy." It was noted that at the most recent pump refill the expected reservoir volume was 23.4 and the actual reservoir volume was 30 ml. A dye study was performed and the catheter was unable to be aspirated. Exploratory surgery was planned.